Event description:
The patient was revised on (B)(6) 2022 due to dismantling. Approximately 1 year and 5 months after the first surgery. The surgeon explanted 1 humeral cup ø36+3, 2 locking screw, 1 standard screw, 1 glenoid baseplate, 1 centered glenosphere and 1 post extension. The surgeon implanted 1 centered glenosphere, 1 humeral cup, 1 post extension, 1 glenoid baseplate, 2 locking screw, 2 standard screw and 1 humeral spacer.

Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.